Event description:
Customer reported that the seam where the handle is sewn on to the belt has come apart. Customer did not provide the date when the issue was discovered. There was no patient contact or incident reported.

Manufacturer narrative:
Results: the reported issue that there is seam damage was confirmed. Evaluation revealed that the product handle material is torn above the stitching area. Note: posey instructions for use warning states: inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or buckles that are cracked or broken and do not hold securely. Do not use soiled or damaged products. (B)(4).